Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) had noise, undersensing and oversensing. The icm remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the icm was removed to implant a device which will deliver therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.